Event description:
It was reported that the customer experienced a screen pixelation issue, causing the display to be black and unreadable. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.